Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral and tibial tray showed evidence of scratches on their articulating surfaces. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "in the event of excessive bone removal or inaccuracies in bone cuts leading to loose fit of cementless implants into the prepared bone, the oxford cemented implants should be used. In this case the cemented oxford instrument kits must be used and trial reduction must be conducted to ensure the natural knee kinematics are maintained." Number 13 states, "the surgical technique should be followed. Deviations from the surgical technique could result in early loosening/failure of the device. Clinical outcome may be affected by component positioning. Proper placement of the implant should take into consideration individual patient anatomy as well as surgeon preference. The surgical technique sets forth guidelines for placement of the knee system." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00223 and 00578).

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided: date implanted - ni. Device availability - the device is reportedly available for evaluation; however, it has not been received by the legal manufacturer to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
The patient was revised due to tibial subsidence. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.